Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product ID# mc1vr01-delsys. Product event summary: the full delivery system was returned with the device intact in the device cup. The delivery system outer shaft was kinked/buckled at 6 cm from the distal end of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the device cup. The delivery system stability member was kinked/buckled at the base of the handle. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01-delsys. Return date: 14-jan-2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01-delsys. Return date: 14-jan-2020. > product event summary: the full delivery system was returned with the device intact in the device cup. The delivery system outer shaft was kinked/buckled at 6 cm from the distal end of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the device cup. The delivery system stability member was kinked/buckled at the base of the handle. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery system was returned for analysis and tested out of specification with damage during implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited unacceptable pacing thresholds and the deflection was defective. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, < model #: mc1vr01-delsys / expiration date: 14 jul 2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device manufacturer date: 25 jan 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the delivery system was difficult to maneuver. The ipg was implant however during the push and hold test the ipg dislocated and did not pace. The ipg was recaptured and it was difficult to reach another stable position. The ipg and delivery system were removed and upon inspection the delivery system was kinked. A new ipg was implanted without difficulty. No patient complications have been reported as a result of this event.